Event description:
This report is filed for the returned device analysis that found a broken bond between the hemostasis valve and the shaft. A broken hemostasis valve has potential for air leak. It was reported that the mitraclip steerable guide catheter (sgc) had been successfully inserted into the anatomy. Upon the insertion of the clip delivery system (cds), resistance was met at the sgc keyway. Several unsuccessful attempts were made to insert the cds. The sgc was removed from the anatomy and another one was inserted. The same cds was inserted into the new sgc and was successful. The procedure was completed with the implantation of one clip reducing the degenerative mitral regurgitation grade from 4 to 1.5-2. There was no adverse patient effect or significant clinical delay in the procedure due to the device issue. Post procedure the patient was fine. No additional information was provided. Subsequent returned device analysis revealed the sgc valve bond was broken and the hemostasis valve was able to rotate around the guide shaft.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis, which confirmed the difficult clip delivery system (cds) insertion through the steerable guide catheter (sgc) due to the loose / broken bond between the hemostasis valve and the shaft. The analysis identified that the hemostasis valve was loose and could be rotated about the guide shaft. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event and a review of the complaint handling database found no other similar incidents of difficult cds insertion or a broken valve bond from this lot. Based on the review of the related materials and manufacturing records of the complaint device, in conjunction with the device analysis, no special cause or trends were identified for the failed bond between the proximal shaft and the hemostasis valve resulting in the reported user experience. The cause for the broken hemostasis valve bond is inconclusive. The performance of these devices will continue to be monitored.